Event description:
It was reported that faradrive steerable sheath clear was selected for pulmonary vein isolation. During the procedure after completing the pulmonary vein isolation with farawave catheter, the non-boston scientific hd grid mapping catheter was inserted into the faradrive sheath for mapping. As residual potential was in the left inferior pulmonary vein (lipv), when a farawave catheter was inserted into the hd grid for additional applications, air was noted in the sheath during suction. Thus the sheath was replaced with same model sheath and the procedure was completed successfully. No patient complication was reported. The device was received and investigation is still in progress.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the referenced faradrive steerable sheath was analyzed. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified tears in both the inner and outer valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tears on the valves.

Event description:
It was reported that faradrive steerable sheath clear was selected for pulmonary vein isolation. During the procedure after completing the pulmonary vein isolation with farawave catheter, the non-boston scientific hd grid mapping catheter was inserted into the faradrive sheath for mapping. As residual potential was in the left inferior pulmonary vein (lipv), when a farawave catheter was inserted into the hd grid for additional applications, air was noted in the sheath during suction. Thus the sheath was replaced with same model sheath and the procedure was completed successfully. No patient complication was reported. The device was received for analysis.